Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. System is operating as intended. (B)(4).

Event description:
The customer reported there is no image on the left monitor. No pt injury was reported.